Manufacturer narrative:
On 02/04/2016 the field service engineer (fse) found that the vacuum isolator chamber and baths weren't draining due to a clog in the waste filter. The fse flushed the waste filter and pathway with bleach to clear the clog and fix the leak. The overflow at the baths damaged the hgb assembly so the hgb lamp and holder were replaced. The wbc bath was replaced due to background startup failures. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 10 ml from the coulter act diff 2 analyzer during shutdown. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.